Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 09/17/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint handpiece reveal that it was received with the plunger rod partially advanced in a damaged and crushed folding carton. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge; stress marks were observed in the cartridge tip. The cartridge tip was also observed to be chipped. The lens module was opened and inspected; no damage or viscoelastic residue were identified. No issues were identified with the plunger rod tip. Device assembly was inspected revealing no issues. Plunger rod advancement was inspected and no resistance was felt. No lens was received. Conclusion: the complaint issue "uncontrolled delivery" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed and replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed and replaced in the initial surgery. Section e1: middle name: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section e1: reporter: post office or zip code:: unknown/ not provided. Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the leading haptic of monofocal preloaded intraocular lens (iol) unfurled rapidly on insertion and was the cause of a substantial tear to the capsule. The patient required the inserted lens to be removed (done in 2 segments). Vitrectomy was required. No further information is provided.